Manufacturer narrative:
The correct model is zxt300 with serial number (B)(4). Additional information received reported the lens was explanted on 10/30/2017. There was no incision enlargement, no vitrectomy, and no capsule tear when the lens was removed. Reportedly, the patient is comfortable post-operatively. The replacement lens was a non-johnson and johnson lens. Also, the patient is a male with date of birth (B)(6). No additional information was provided. Age/date of birth: (B)(6) 1951, gender/sex: male. Outcomes attributed to adverse event: required intervention. Model number: zxt300, expiration date: 04/14/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxt300u135, if explanted, give date: 10/30/2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017.the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted on (B)(6) 2017. The lens is planned to be explanted due to the patient being unhappy and experiencing glare and halo. No additional information was provided.